Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power supply was damaged. A field service engineer (fse) identifying a damaged power supply. The power cord connection was damaged and misaligned, preventing the cord from being securely attached. Troubleshooting and visual inspection confirmed a broken power connector. It appeared that the power supply had been damaged during transport from the storage facility to the new location. The power supply was replaced, testing was resumed, and no further issues were noted. The user verified proper operation with inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the female end that the power cord plugged into on the power supply was broken. The cord pushed the female end further into the power supply box. However, there were no delays or adverse events or injuries reported based on this event.